Event description:
During a patient use, it was reported that the device had no audio prompts when it was powered on. The device was being used for an injured patient that was rescued from the water. The patient was not resuscitated. It was reported that the device failure had no adverse effects on the patient outcome due to the patient pathological condition. There were no further details on the event and/or the patient provided. Physio-control's clinical review of the reported event concluded that the device use did not contribute to the patient outcome as the event record download showed the patient's initial rhythm asystole. The patient rhythm remained asystole with some evidence of pulseless electrical activity (pea) throughout the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and determined the cause for the malfunction to be a poor solder connection at the positive terminal of the speaker assembly. A replacement device was provided to the customer.